Manufacturer narrative:
Follow-up #1: date of submission 07/31/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump history showed that the last bolus and the last basal were delivered on 05/28/2014, and there were no alarms outside the range of normal patient use. The basal and bolus totals added up appropriately to the programmed settings, showing that the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test and was found to be operating within required specification. Product analysis was unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Customer technical support had made several attempts to contact the reporter in follow up, however, the reporter had not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.